Event description:
Occlusion alarms occurred causing the customer's blood glucose level to reach 520 mg/dl. The customer managed the high blood glucose by administering a correction bolus using their pump. The customer experienced recurring occlusion issues but declined further assistance and resolved the issues by resuming insulin without changing supplies.